Event description:
During an endoscopic retrograde cholangiopancreatography, the user selected a cook endoscopy fusion cytology brush. During use, the device wire buckled and ruptured through the outer sheath shrink tubing near the handle. Another device was used to complete the procedure. There was no injury to the user. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. The brush drive wire has penetrated the outer sheath and shrink tubing near the distal end of the handle. Approximately 1.5 cm of the drive wire is exposed where the drive wire penetrated the shrink tubing. The brush remains inside the sheath. A bend was noted in the handle cannula and numerous bends/waves were located along the length of the device. These observations suggest excessive pressure was applied to the product. The condition of the device prohibited a functional evaluation. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: a definitive cause for this observation was unable to be determined because the actual product handling conditions could not be duplicated in the laboratory setting. However, we can provide the following comments: if the device was placed in a particularly tortuous position this could create resistance in brush advancement and encourage an application of excessive pressure. If the handle of the device experiences excessive pressure during use, perhaps in response to brush extension difficulties, penetration of the outer sheath and shrink tubing by the drive wire may occur. Brush extension difficulty can occur if the elevator of the endoscope has been tightly closed onto the catheter of the cytology brush. This can clamp the outer sheath and constrict movement of the brush drive wire. If the drive wire is restricted while added pressure is applied to move the handle, this could contribute to drive wire penetration of the outer sheath and shrink tubing. Prior to distribution, all fusion cytology brushes undergo visual and functional inspection to ensure device integrity. The functional test includes manipulation of the handle to ensure smooth brush extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.